Event description:
It was reported that the patient experienced no stimulation sensation. The patient stated the implantable neurostimulator (ins) "quit working a couple days ago." The patient stopped feeling stimulation so she tried to increase amplitude with the patient programmer but was unable to. It was revealed that the patient was pressing the button to turn off the ins. The patient reported she never had therapeutic effect and had been leaking since she received the ins. The patient stated "it just doesn't seem like my bladder can hold much." The patient noted that she will use the bathroom before she feels like she has to. The patient was instructed on how to turn on the ins and adjust it. The ins was set to program 2 at 3.0 voltage, which the patient stated was too strong. The stimulation was adjusted to 2.9 voltage which the patient said was ok. The patient also noted that she had been having "other health problems" but did not elaborate. After further review, it was reported that "it just went off by itself" a couple of days ago when the patient went to check and the patient had not done anything to it.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va01w69, implanted: (B)(6) 2012, product type: lead. (B)(4).